Manufacturer narrative:
(B)(4). Customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Concomitant medical products: 211233, comprehensive srs modular stem 12x75mm, unknown; unknown, unknown baseplate, unknown; unknown, unknown humeral tray, unknown; unknown, unknown bearing, unknown. Report source, foreign ¿ events occurred in (B)(6). Multiple MDR reports were filed for this event, please see associated reports: 0001825034 - 2017 - 07248. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Product location unknown.

Event description:
It was reported that the patient underwent left shoulder arthroplasty. Subsequently, on three occasions, the patient experienced recurrent dislocations that were treated with reduction under anesthesia. The patient was later revised due to recurring dislocation. It is reported that the patient experienced instability as a complication. No additional patient consequences were reported.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was confirmed by review of radiographs and operative notes. Radiographs were reviewed by operative surgeon. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. Review of the complaint history determined that no further action is required as no trends were identified. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the patient suffered a dislocation/subluxation with instability approximately three (3) weeks post-implantation. This was resolved five (5) months post-op by revision of a linked prosthesis. No further information has been provided.